Event description:
It was reported to philips that the ac power module is making a buzzing sound and at times will stop charging the battery. There was no reported patient involvement/adverse patient impact.